Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. There was no additional information available for this complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: a review of the black box revealed one power on reset event associated with a ¿call service (cs) 128¿ alarm on (B)(4) 2016. There was no evidence of an unexpected power loss observed. A hairline crack was observed on the battery compartment below the grip pad. No damage was found with the returned battery cap. The battery cap secured tight to the pump. During testing the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly with no power interruptions or any errors, alarms or warnings. The pump¿s cover was removed; there were no intermittent conditions found to the printed circuit board or to the continued glucose module. The reported "no power" complaint was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.